Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 23mm trifecta gt valve was selected for implant. During procedure the physician noticed incomplete coaptation, no damage of the tissue or suture ring was noticed. The valve was exchange with another 23mm trifecta gt valve. The patient is currently awake and is in spontaneous breath and is in stable condition.

Manufacturer narrative:
The reported event of incomplete coaptation was confirmed. One stent post was bent inwards, resulting in incomplete coaptation and precluding functional testing of the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. This includes visual inspection of the stent posts to confirm all are straight, and hydrodynamic testing to ensure proper cuspal coaptation and hemodynamic performance. The cause of damage could not be conclusively determined.